Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report several alarms on the insulin pump. The customer then stated she was hospitalized for diabetic ketoacidosis. No blood glucose levels were reported. Troubleshooting was not possible, as the customer did not have the supplies at the time of call. The customer also stated that the insulin pump had been exposed to multiple MRI scans. The displacement test was performed, and the insulin pump passed the test.